Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the radio frequency (rf) was unable to communicate with the device or merlin monitor. Troubleshooting was successful and issue was resolved. The patient was stable.

Event description:
New information received notes that the patient was still having issue with rf telemetry. The device firmware was downgraded, and the issue was resolved. Patient was stable.